Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had unresolved low reservoir alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer performed displacement test and test was failed. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low reservoir alarm anomalies noted. No unexpected device test failed anomalies noted. Device received with cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).